Event description:
It was reported that the patient's inflatable penile prosthesis cylinders and pump were replaced due to unspecified reasons. A 21cm x 12mm inflatable penile prosthesis was placed. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced discomfort with their inflatable penile prosthesis pump being too high in the shaft of the penis. The cylinders appeared to be crossed over. The cylinders and pump were replaced with a new pump and 21cm x 12mm cylinders. The patient was stable. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.